Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an 80 mm in diameter thoracic aortic aneurysm. It was reported that approximately three years and three months post index procedure a CT revealed that there was a proximal type I endoleak. No intervention was reported to have been performed and the event was not resolved. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information was received as follows: secondary intervention was performed approximately two weeks after the event by implant of two valiant devices and resolved the proximal type I endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.